Event description:
It was reported that the insulin pump was return due to an unknown reason and without prior authorization. The blood glucose reading was not provided and no communication was made regarding the reason for return. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement test, operating currents, self test, off no power and error alarm test. The device was unable to prime during the prime test and alarmed motor error alarm during the basic occlusion test due to faulty force sensor resistor. The motor passed motor test. The insulin pump was also received with a minor scratched display window. The unit received with cracked battery tube threads and a cracked reservoir tube lip.